Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl; bg cause was not known. Carbohydrates were consumed to address bg. Recommendation was made to discuss diabetes management with a healthcare provider.